Manufacturer narrative:
Additional information provided in d.9., h.2., h.3., h.6. And h.11. The fluidics management system (fms) in an opened tray was visually inspected and no obvious defects were found. Both irrigation and aspiration luer were intact. Flare shape was observed in the blue socket fitting at the aspiration tubing insertion end. The product was tested using a calibrated console with current software. The product could be recognized, and the service data could be retrieved from the console. No system message was generated during functional testing. The irrigation, aspiration, and vacuum met specification. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that no vacuum suction during cataract surgery with intraocular lens implant. The surgery was completed by replacing with another pack. There was no patient impact.